Event description:
It was reported that the device would not power on with a known good battery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is anticipating the device return to the mfg facility for eval and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.